Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings:. No power interruptions observed in black box. No damage found to battery cap. Battery compartment is cracked alongside of pump. Battery cap attaches securely to pump. Pump exercised for 24 hours with no power issues occurring.. Battery cap contact height/width found within specifications corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery compartment was cracked and there was moisture within the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.